Manufacturer narrative:
Pump module 12848742 was received with instrument seal missing. The platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. The latch sear was installed properly and did not interfere with the door operation. The door latch and the sear were found to be non bd parts from an unknown manufacturer. The right iui (inter-unit interface) was observed with corrosion and damaged isolation ribs. The pins of the left iui were observed to be dull. Internal inspection found no irregularities. The reported issue that the pump module infused an etoposide dose in 22 minutes, which was intended and programmed to infuse for over 60 minutes, could not be reproduced in this investigation. The review of the pcu (point of care unit (a.k.a. Alaris® pc) error log show no errors or malfunctions relevant to the complaint ¿ log reviewed confirmed that on 12 march 2021 at 09:56:38 am, the primary infusion was programmed to infuse etoposide (drug ID 160) at the rate of 473 ml/h with the vtbi of 405.436 ml. O air in line alarms occurred on 12 march 2021 at 10:18:35 am and 10:19:16 am. O the pump module sn 12848742 was channeled off at 10:19:26 am. O the pcu was powered off at 01:58:53 pm. ¿ the total volume infused from 09:56:43 am to 10:18:35 am was recorded to be 172.2 ml. ¿ the actual bag volume could not be ascertained from the event logs. ¿ rate accuracy testing performed found the pump module was delivering fluids within specification. ¿ the internal inspection performed on the pump module found no irregularities. Two of the 5 sears tested failed the functionality quick open test. All 5 passed the functionality slow open test. ¿ the disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. The root cause for the reported issue could not be identified in this investigation. A review of the device history record showed the device had a manufacture date of 10/09/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 12848742 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for sn 12848742 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
According to the medwatch: "alaris bd pump syringe infused etoposide dose in 22 minutes, which was intended (and programmed) to infuse over 60 minutes. Etoposide 171mg m a total volume of 430ml was ordered to run over 1 hour (60 minutes) chemo was independently double checked by two rns etoposide was scanned on the medication administration record (mar), hung, and the pump was programmed to run at 473 ml/hr (which is a 10% rate increase, as acceptable per hospital policy). Total volume programmed was 410 ml to account for the normal saline flush that would need to be hung after chemo was done. Rn started the etoposide infusion. Baseline heart rate and blood pressure were obtained per unit protocol. 22 minutes after infusion was started, 2nd rn notified 1st rn that the infusion was beeping, and the tubing had sucked dry. Both rns verified that the pump had been programmed correctly and flushed the remaining etoposide m using a 10 ml normal saline flush. The alaris pump reported that 176.79 ml was infused pharmacy and provider were notified of issue. Patient's bp and hr was monitored closely after infusion completed to make sure no hypotension was present. No harm to patient, blood pressures remained stable and able to go home from clinic. Of note, channel a had just previously run a 1,000 ml bolus of normal saline prior to etoposide infusion and it ran without error or complications". It was reported that there was an over infusion event involving a lvp (large volume pump) module 8100 and a pc unit module 8015. The infusion was etoposide 171 mg in a total volume of 430 ml, to infuse over 1 hour. The infusion was hung as the primary and the pump was programed at 473 ml/hour with a volume to be infused (vtbi) of 410 ml. The infusion was started at 0956 and at 1018 am, the pump alarmed air in line and the infusion was complete. This event happened in hematology/oncology. The patient needed extra monitoring but no interventions were needed. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. 1.71 bsa (body surface area).

Event description:
According to the medwatch: "alaris bd pump syringe infused etoposide dose in 22 minutes, which was intended (and programmed) to infuse over 60 minutes. Etoposide 171mg m a total volume of 430ml was ordered to run over 1 hour (60 minutes) chemo was independently double checked by two rns etoposide was scanned on the medication administration record (mar), hung, and the pump was programmed to run at 473 ml/hr (which is a 10% rate increase, as acceptable per hospital policy). Total volume programmed was 410 ml to account for the normal saline flush that would need to be hung after chemo was done. Rn started the etoposide infusion. Baseline heart rate and blood pressure were obtained per unit protocol. 22 minutes after infusion was started, 2nd rn notified 1st rn that the infusion was beeping, and the tubing had sucked dry. Both rns verified that the pump had been programmed correctly and flushed the remaining etoposide m using a 10 ml normal saline flush. The alaris pump reported that 176.79 ml was infused pharmacy and provider were notified of issue. Patient's bp and hr was monitored closely after infusion completed to make sure no hypotension was present. No harm to patient, blood pressures remained stable and able to go home from clinic. Of note, channel a had just previously run a 1,000 ml bolus of normal saline prior to etoposide infusion and it ran without error or complications". It was reported that there was an over infusion event involving a lvp (large volume pump) module 8100 and a pc unit module 8015. The infusion was etoposide 171 mg in a total volume of 430 ml, to infuse over 1 hour. The infusion was hung as the primary and the pump was programed at 473 ml/hour with a volume to be infused (vtbi) of 410 ml. The infusion was started at 0956 and at 1018 am, the pump alarmed air in line and the infusion was complete. This event happened in hematology/oncology. The patient needed extra monitoring but no interventions were needed. No patient harm. Although requested, further information not provided.